Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue. Additionally, the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the battery issue; however, the customer did not respond. No additional patient or event information was available.